Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there were air bubbles in the bottom of the reservoir. The approximate size of the air bubbles was 0.5 centimeters. Troubleshooting was performed. It was also found that there was a leak at the infusion set. The customer¿s blood glucose level was 340 mg/dl. The products will not be returned for analysis.